Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted the customer with this process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.